Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable was replaced to address this issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cable. However, how or when the cable became nonconforming cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the unit switched from one step to the next on its own before a procedure. No patient was involved. No system message was displayed. No additional information is expected.